Event description:
It was reported by the customer that on (B)(6) 2010 the plastic tip of the fiber optic broke off. Also, it was reported that the plastic tip could not be seen in the bladder. The amount of joules was not reported. No injury was reported. The device was not returned for evaluation.